Event description:
Device was deployed with expired pads (7 years past expiration date). AED could not acquire signal. Responder did not have a second set of pads.

Manufacturer narrative:
Internal device memory reviewed. Conclusions: this report is being filed as it cannot be conclusively stated that the delay in therapy resulting from the use of expired pads could not result in an adverse event.